Manufacturer narrative:
(B)(4).

Event description:
It was reported at the end of a procedure, the atrial lead dislodged. The physician attempted to reposition it; however, the insulation was compromised. The lead exhibited low impedances. Unipolar pacing and sensing measurements were normal. As such, the physician elected to leave the lead implanted. No adverse patient consequences were reported.